Event description:
Report of over infusion of d10w in intensive care nursery. Routine glucose labs results showed bs was 625. Time frame was between 6-8 pm. Not known what rate was programmed at, however when nurse checked the container it held approximately 100 cc's less then expected. New info received 15 days later and pt required medical intervention of 0.3 units of insulin as a result of elevated blood glucose.